Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The information received also indicates that the endocarditis occurred 28 months post implant. Endocarditis that occurs more than 12 month after the procedure are called late prosthetic-valve endocarditis and are largely community-acquired versus a result of the manufacturing process of the valve. A true cause to the reported endocarditis is not determined. Overall, there is no indication that the reported endocarditis was related to the manufacture of the device. Endocarditis related risks are documented in the risk management files. The reported vegetation is an indication of infection, and possibly resulted in the reported emboli. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration of time following the implant of this transcatheter pulmonary bioprosthetic valve (tpbv), endocarditis was identified. The valve remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Additional information reported that approximately 28 months following the implant of this valve, endocarditis was diagnosed. All the blood cultures were positive, and echocardiogram identified vegetation. Intravenous therapy (IV) antibiotics were administered, but septic pulmonary emboli and desaturation then occurred. The valve was then explanted six days following the diagnosis of endocarditis. The six-week course of IV antibiotics was completed and the patient had recovered. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.